Event description:
It was reported that the radiofrequency programmer head and the software analyzer originally returned as a trade-in devices subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the analyzer failed its functional test. As analyzers are not repaired it was to be scrapped. Concomitant medical products: 2067 radiofrequency programmer head. (B)(4).